Event description:
The customer reported the touch screen and accept button do not respond to touch; the touch screen will work, but have to press hard and off to the side. The customer reported patient involvement is unknown and there was no patient harm.